Event description:
It was reported that during a stent placement procedure in the left common iliac and the external iliac veins, after one-third of the stent was released, it was found that the two pulleys were allegedly unable to be slided and removal of the handle cannot be released. It was further reported that when tried to release the stent again, the stent was allegedly found to be broken. Reportedly, the remaining unreleased part of the stent was withdrawn. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left common iliac and the external iliac veins, after one-third of the stent was released, it was found that the two pulleys were allegedly unable to be slided and removal of the handle cannot be released. It was further reported that when tried to release the stent again, the stent was allegedly found to be broken. Reportedly, the remaining unreleased part of the stent was withdrawn. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered but the lot number was provided for review of manufacturing related documentation. Based on the information available a definite root cause could not be identified. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray images demonstrate placed stents in poor resolution or with contrasted blood so that a delivery system failure or a stent strut fracture cannot be identified. A 5f introducer was in use, and the lesion was pre dilated. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under required material the instructions for use state: '8f introducer for stent diameters of 10 mm and 12 mm', and '0.035 inch (0.89mm) diameter guidewire'. The instructions for use further state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Holding and handling of the system was found described, in particular the instructions for use state: 'do not hold or touch the dark moving sheath during stent release', and 'do not use the device with contralateral access.' H10: g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.